Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a component disengaged from the device into the surgical cavity. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy lung resection procedure, the device able to be fired completely and removed from the cavity as usual, but it was found out that a device component from the reload fell off, it was reported that enclosed small debris fell into the patient cavity. To resolve the issue the device debris was removed from the cavity. There was no patient injury.